Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous left anterior descending artery. During post dilatation, a 3.5x20 mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion without resistance and performed the first inflation successfully. However, when the physician was pulling back the bdc to re-position the balloon for a second inflation, the proximal shaft separated in two pieces, approximately 10 cm distal from the hub. The complete balloon catheter was simply removed from the patient anatomy with no issues. Another bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.